Event description:
Sections a through f completed by manufacturer's reporting site. After collecting blood, tech. Was inverting tube and blood splattered into her mouth. There is a hole in the rubber stopper where the needle penetratedt eh stopper.